Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger/modem was unable to recognize a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not hold charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were depleted (<1.6v). The root cause of the depleted cells was unable to be positively identified. No adverse event resulted from the defective battery charger and battery.

Event description:
A us distributor reported that patient's battery charger was unable to charge batteries and the batteries were not holding a charge.